Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. D4: batch # u5du19. H6: component code =g04. Additional information was requested, and the following was obtained: was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? "All information I had was submitted there are no further details available. Thank you" investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with three reloads present. The tr45w reload (b) was received fully fired. The tr45w reload (c) was received partially fired 1/10 with the spring normal. The 6r45b reload (d) was received fully fired and the proximal end was crushed. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during lap appendectomy, the stapler only fired the reload partially. They opened another reload and it only fired partially once again. Unknown how the procedure was completed. There were no patient consequences reported. No further details were available.